Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the "pumps have gone out on both of them. After 2-5 minutes of running, they stop working". Occurred, during routine preventative maintenance. There was no patient involvement. No additional information provided.

Manufacturer narrative:
D9: date returned to mfg.: 11/26/2024. H3 and h6. Codes: updated. One device was received for evaluation. The complaint was confirmed/duplicated. During functional testing the device ran for five minutes and then stopped. The cause was a defective pump. No action was taken, and the device was scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.